Event description:
Pt in ventricular fibrillation progressing to cardiac arrest. Defibrillation attempted at 44 minutes into the resuscitation attempt. Co place gel on paddles. Pediatric paddles placed in aa position approx. 4 cm apart at the closest edges. Charged to 300 joules and discharged. A bright flash and cracking noise occurred. Second attempt with same result. Resuscitation attempt ended at 49 minutes. Failure to deliver energy to the pt is not believed to be relevant to the overall failure to resuscitate this pt. Another defibrillator was obtained but not used. Unit cleaned by sterile processing noted to have "a lot of gel" on the paddles and controls. Defibrillator inspected 4/18/95 by hosp clinical engineering. No related problems found although "pitting" noted at inner aspects of paddles. Unable to determine when pitting occurred. Unit inspected at hosp by co on 4/21/95. No related problems found. Suspect gel bridged location of paddles causing a majority of energy to travel through the gel rather than into pt tissue.pt in ventricular fibrillation progressing to cardiac arrest. Defibrillation attempted at 44 minutes into the resuscitation attempt. Gel placed on paddles. Pediatric paddles placed in aa position approx 4 cm apart at the closest edges. Charged to 300 joules and discharged. A bright flash and cracking noise occurred. Second attempt with same result. Resuscitation attempt ended at 49 minutes. Failure to deliver energy to the pt is not believed to be relevant to the overall failure to resuscitate this pt. Another defibrillator was obtained but not used. Unit cleaned by sterile processing noted to have "a lot of gel" on the paddles and controls. Defibrillator inspected 4/18/95 by hosp clinical engineering. No related problems found although "pitting" noted at inner aspects of paddles. Unable to determine when pitting occurred. Unit inspected at hosp by MFR on 4/21/95. No related problems found. Suspect gel bridged location of paddles causing a majority of energy to travel through the gel rather than into pt's tissue.